Event description:
It was reported that the plan for the case was to replace the patient¿s lead and possibly their implantable neurostimulator (ins). The lead and ins were both replaced. The patient was set-up with their new system and felt the stimulation appropriately. There was no patient death, no patient injury, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4) product type: programmer, patient. Product ID: 3 889-28 lot# va0715n, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).